Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump displayed alarm to load cartridge when the cartridge was not ready to be changed. It was reported the that the pump displayed similar error message during loading process and after the cannula was filled the pump will also alarmed to load cartridge. No reported patient injury. No reported adverse effect.

Manufacturer narrative:
Additional information: concomitant medical products device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, the reported complaint was not duplicated. A cartridge was loaded into the device and the program ran for an extended period of time with no loading issues occurring. No problems were found. Based on the evidence, the complaint was not confirmed, and no fault was found.